Event description:
It was reported that the pt had the cervical disc implanted at c5-6, and was discharged home on the following day. Two days post op, the pt had a coughing fit, and the superior portion of the implant dislodged. The pt was revised on the following day. The implant was removed, and the site fused. The pt is doing very well. The surgeon noted at the time of explant that the bone surrounding the implant was very soft due to osteoporosis, and that this pt was not a good candidate of this therapy.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the MFR for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Per the reporting physician, this event was a result of pt selection, and was not related to product performance, manufacture, or design.